Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by severe abdominal pain. On the same day as the event onset, the patient was hospitalized due to severe abdominal pain. The patient was treated with heparin for the event. The cause of peritonitis was not reported. It was not reported if pd therapy was ongoing during the event. One day after the event onset, the patient passed away. The cause of death was reported to be due to peritonitis, covid 19 and nephritis. It was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing at the time of death. The reporter declined to provide additional information.